Event description:
It was reported while using bd posiflush¿ normal saline syringe the plunger was difficult to move. There was no report of patient impact. The following information was provided by the initial reporter: the customer complained that it was hard to push the plunger of the syringe. Incident occur : during use.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd posiflush¿ normal saline syringe the plunger was difficult to move. There was no report of patient impact. The following information was provided by the initial reporter: the customer complained that it was hard to push the plunger of the syringe. Incident occur: during use.

Manufacturer narrative:
H6: investigation summary: it was reported it was hard to push the plunger of the syringe. To aid in the investigation, three empty samples with no packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and all results were within specification. The photo provided shows three syringes in a plastic bag. It could be possible the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306546, lot number 1263822. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance.